Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient had a chief complaint that her shoulder feel to tight. During this revision the surgeon downsized the glenosphere from a 36-4 to a 32-4. He took out a neutral 36 poly and added a 32 semi constrained poly.liner.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00169; 509-02-032, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.